Event description:
Subsequent to the initial MDR report, the additional information was obtained: the cause of death remains unknown, however, there was suspicion of gastric bleeding.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death cannot be determined. Additionally, the reported patient effect of death is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being conservatively filed against the device as a death. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr), with anterior leaflet prolapse. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2023, the patient had expired at home. Details regarding the death were unknown. Per physician, the death was unknown if device related. There was no device deficiency. No additional information was provided regarding this issue.